Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A visual inspection and flow rate accuracy test were conducted. A review of the device history record (DHR) was performed. Results: the pump was refilled with 270ml of 0.9% saline and infusion was verified at the distal luer. The pump was placed on flow accuracy testing and after 67 hours the pump stopped infusing. The glass orifice was examined under a microscope and observed crystalized medication. Conclusion: the investigation summary concludes that a no flow was observed due to crystalized medication in the glass orifice. Attempts to rehabilitate the pump were unsuccessful. The fast flow as reported by the customer was unable to be evaluated. The sample evaluation concluded that fast flow was not observed. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the actual device was received for analysis. A visual inspection and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending.

Event description:
Fill volume: asku, flow rate: asku, procedure: asku, cathplace: asku. Incident #2 of 2: please reference (B)(4), MDR# 2026095-2015-00338, for incident with patient #2 female patient. Incident #1 of 2: this complaint (B)(4), MDR# 2026095-2015-00339 will address patient #1 male patient. It was reported on (B)(6) 2015 by a distributor, (B)(4), that (2) two patient's had infusions that infused too fast. Two different pumps were used. Patient #1: incident occurred at the patient's home and no further patient information is available. It was reported that the patient's body temperature was higher than normal. Patient received 5fu and gets another medicine that causes excessive sweating. The patient has hot sweats at night and must sleep with no covers. The patient was provided another pump and did not place the sensor on the skin and the infusion ran as expected. The nurse determined that the body temperature of the patient probably caused the infusion to run a little faster. No patient injury was reported. Device is available for return.